Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath, lot# unknown, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving lioresal (baclofen) (1000 mcg/ml at 508 mcg) and morphine (4000 mcg/ml at 508 mcg) via an implantable pump for unknown indications for use. It was reported that an issue was only detected during a scheduled pump replacement surgery. It was further indicated that malfunction in the pump, was specifically in the protection of the catheter access port of the pump to which the catheter connector was connected. Before removing the pump during the replacement surgery, the clinical team observed that the pump site had liquid and drug crystals in it which may explain the loss of therapeutic benefit (symptom return) reported by the physician on 2025-apr-29. The loss of therapeutic benefit was described as having been going on for a little over a year. The date 2024-jan-01 is considered an approximate date of event (specific year known only). Previously, a magnetic resonance imaging (MRI) scan was carried out to check if there was a granuloma at the tip of the catheter at the time, but no issue was detected. There were no known factors that may have led or contributed to the issue. The pump was replaced. The issue was resolved as of (B)(6) 2025. The patient was without injury regarding their status as of (B)(6) 2025. The patient's medical history and age at the time of the event were unknown or would not be made available. The pump was to be returned to the manufacturer.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the onset/date of the event regarding the return of symptoms was unknown and they would try to obtain from the physician. The model of the catheter was indura and the serial number was unknown. The implant date was unknown. The pump was replaced due to normal elective replacement indicator. The catheter was also revised, the pump connector was replaced for safety. The catheter was returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: neu_unknown_cath: analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# unknown serial# implanted: explanted: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The pump and catheter were returned to the manufacturer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The serial number of the catheter was unable to be provided. The onset of the event regarding return of symptoms was approximately april or may of 2024. The date 2024-apr-01 is considered an approximate date of event (specific year known only).